Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation showed additional findings: due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover was detached, had a chip and crack. The image guide protector, the switch2, the objective lens, the connecting tube, all had a scratch. The scope cover plate is unclear. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. There was a chip in adhesive area between acoustic lens and ultrasound probe. The angulation knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the ultrasound gastrovideoscope had physical defects of the bending section and insertion tube including unusual shapes. The issue occurred during an unknown event. The device evaluation showed a broken and damaged tip with angle knob play with a partial chipping. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: important information - please read before use warnings and cautions. Warning. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.